Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout due to normal battery depletion, the rv (right ventricular) defibrillation coil was cut. A new defibrillation lead was implanted for use as the rv defibrillation coil, and the rest of the chronic lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The event resolved without sequelae. The lead was noted to be part of the product surveillance registry.